Manufacturer narrative:
G3 : aware date used as date additional information received as the event is reported based on the additional information. H3: product analysis :evaluation determined that the device bearings were worn out. The likely cause of the failure was identified as bearings being corroded. It was also noted that the spring was found corroded, the spacer was found corroded, and the tool guide was found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had locking and bearing issues. It was reported that there was no patient or staff involvement. Additional information received stating that the bearing was detached.